Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The event of impedance issues was reported to abbott. The patient is currently stable. A revision date has not been scheduled yet. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on five lead contacts. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3: date of event is estimated. Reporter phone number: (B)(6).